Event description:
At about 3 years and 7 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the liner.

Manufacturer narrative:
Batch review performed on 24-jul-2023: lot 1903255: (B)(4) items manufactured and released on 21-jun-2019. Expiration date: 2024-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.